Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 24 synergy drug-eluting stent was selected for use. However, when the device was advanced into the guide catheter, it was noted that the stent struts were sticking up. The procedure was completed with a different device. No patient complications were reported.